Event description:
A trilogy 202 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 202 ventilator, u.s.a. Device at the manufacturer's service center, a "service required" err_prox_press_railed error code was discovered in the ventilator's downloaded event log. The technician documented per service guide, this error could indicate faulty tubing, obm manifold, sensor board cable, and/or sensor board. The tubing will be checked for leaks and replace them if necessary. There is no documentation of any component needing to be replaced. The customer cancelled repair. The device to be returned unrepaired. Additionally, the device's pollen filter, sd card, and case were replaced per periodic maintenance. The power cord, c7-end, r.a. Female-end, us, power cord clamp, and plastic threaded cap were replaced due to having been missing at inspection. The housing and front enclosure kit were replaced having been damaged at inspection.